Event description:
The article, "association between patent foramen ovale morphology and clinical outcomes following transcatheter closure", was reviewed. The article presented a prospective, single center to explore the association between patent foramen ovale (pfo) morphology and clinical outcomes. Devices included in the study were amplatzer pfo occluder and cardio-o-fix pfo occluder. The article concluded that patients with complex pfo may suffer from a higher risk of adverse events following transcatheter pfo closure. [The primary and corresponding author was jing li, department of geriatrics, xuanwu hospital capital medical university, national clinical research center for geriatric diseases, 45, changchun street, xicheng district, beijing, china, with corresponding email: shpxbb@sina.com]. The time frame of the study was from september 2019 to april 2023. A total of 247 patients were included. It was not confirmed how many received an abbott device. The average age was 41.9 years and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, smoking, and patent foramen ovale.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder procedure were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, smoking, and patent foramen ovale. Some of the complications reported were death, bleeding, stroke, residual shunt, atrial fibrillation, device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: association between patent foramen ovale morphology and clinical outcomes following transcatheter closure.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer pfo occluder procedure were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, smoking, and patent foramen ovale. Some of the complications reported were death, bleeding, stroke, residual shunt, atrial fibrillation, device embolization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: association between patent foramen ovale morphology and clinical outcomes following transcatheter closure